Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it was confirmed that the imaging issue was caused by a disconnected power cable. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿be sure to connect the power plug securely. Otherwise, the equipment will not function. Do not bend, pull or twist the power cord. An electric shock, equipment damage or fire can result. When the mobile workstation is used, place the ac adaptor on a stable, level surface of the mobile workstation. Failure to do so may cause malfunction.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon the olympus representative visiting the site it was found the power supply box was loose. The image was restored by reinserting the plug. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that the main monitor blacked out during the operation while using high definition lcd monitor. The sub-monitor was used to continue and complete the procedure. The device was inspected prior to the therapeutic laparoscopic procedure. There were no reports of patient or user harm associated with this event.